Event description:
It was initially reported the stimulation from the implantable neurostimulator (ins) was making the patient jerk in their legs or arms while standing or sitting which had been happening for two months. It was noted the patient was getting stimulation up the back and down their right leg which was noted as normal. It was also noted when stimulation is increased the jerking is worse. There was no known accident or incident related to the complaint. Five days later, it was reported the patient¿s entire body is jumping and it was noted this had been happening since implant. It was noted the patient attempted to see a health care professional (hcp) but they said the doctor would not help them because they were not the implanting physician. The patient also noted the doctor thinks ¿the device itself is making them jump.¿ follow up information received from the patient on (B)(6) 2013 reported the patient was still having concerns with their device or therapy but they were working with their doctor or representative. An appointment was noted for (B)(6) 2013. Follow up information received from the hcp on (B)(6) 2013 reported that there was no specific problem with the ins except that it did not provide enough relief (¿lack of adequate relief¿) for the patient. It was noted that there were no surgical interventions (¿explant¿) and that patient did qualify for a pump placement. No hospitalization was required for the event and the patient outcome was reported as no injury. Additional follow up information obtained from the hcp reported that the implantable neurostimulator was no effective for pain relief and that the patient wanted to abandon the device therapy. The hcp was unable to reprogram the device to the patient¿s satisfaction after many attempts. It was noted that the event was probably attributed to the lead component. It was also reported that the ins was turned off and the device left intact. On (B)(6) 2013, a pump was placed for pain relief and was successful so far for the patient. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 7 48940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).